Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Customer technical support provided pump reset information, assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they may continue to use the pump and to call back if any malfunction code recurs, which they acknowledged and understood.